Event description:
Reporter indicated that the pt was experiencing an increase in depression that was above the pre-vns baseline. Doctor indicated that the increase was directly related to the vns therapy. They plan to lower the device on time, off time, and output current in order to deal with these events. Results of effectiveness of intervention have not been reported and no other interventions are planned to date.